Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure a re-occlusion occurred. Target lesion #1 was located in the left anterior descending (lad). The reference vessel diameter was 2.5mm and the lesion length was 9mm. Pre-procedure was 50% stenosis, post-procedure was 3% residual stenosis. A 2.5x12mm liberte stent was implanted. Target lesion #2 was located in the diagonal artery with a reference vessel of 2.5mm and the lesion length was 10mm. Pre-procedure 80% stenosis, post-procedure was 5% residual stenosis. A 2.5x25mm liberte stent was implanted. No attempt made for direct stenting. The procedure was a technical success. Five days post-procedure, repeat angiography revealed re-occlusion of target lesion #2, visual assessment estimated 99% stenosis. Repeat percutaneous transluminal coronary angioplasty (ptca) was performed with stenting. Nine days post index procedure, the patient was discharged without angina or silent ischemia. Discharge medications were aspirin 100mg/daily and clopidogrel 75mg/daily for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4): device not returned for analysis.